Event description:
Meter name: one touch profile. Strip name: lifescan one touch teststrips. Meter code: 6, strip code:6. Strip storage: unknown. Symptoms: in stock, shaking, eyes wide open and could not talk. A patient reported they were seen by dr. Their meter allegedly was inaccurately low. The result on their meter was 17mg/dl, 28mg/dl. The result on the dr's meter was 88. The time difference between patient's meter and dr's meter was unknown. No treatment was reported. Checkstrip failed on meter. 104 and 106 range 75-101. No further information has been reported.